Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The deflation issue and difficulty to remove were not confirmed. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty removing the device from the introducer sheath appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Additionally, the warning section states: balloon pressure should not exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (rca) with moderate tortuosity, moderate calcification and 80% stenosis. A xience 4x12mm stent was implanted in the rca ostium. A 4.5x8mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was not prepped outside the anatomy prior to use. The contrast mix was 50/50. The bdc was advanced to perform post dilatation of the xience stent, the bdc was inflated once up to 20 atmospheres. Despite applying negative pressure for 300 seconds the balloon completely failed to deflate and had to be removed as a single unit with the guide wire and guide catheter. Reportedly the physician had to pull hard to get it through the 6 french sheath that was in the radial artery as the balloon was still inflated when withdrawn. There was no damage noted to previously implanted xience stent. There was no clinically significant delay in the procedure. No additional information was provided.